Event description:
Non sterile saline- sodium chloride, 0.9% (w/v), isotonic solution-manufacturer ricca, lot# 2307g17, expiration date 6/2025 - was used on tissue specimens in microbiology with resulted with burkholderia contaminans. This finding is suspected to be a contaminate. Inuse saline and nonopened saline cultured, resulting in burkholderia cepecia x2. Scant growth of burkholderia contaminans.